Event description:
It was reported that during a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. No abnormalities were noted during removal of the dilator. However, during aspiration performed while inserting the catheter, air was observed to repeatedly enter the sheath. No air was seen in the patient. As a result, the sheath was replaced and the procedure was completed successfully with another faradrive sheath. No patient complications occurred.